Manufacturer narrative:
Nakanishi has no patient identifier because the doctor refused to provide this information.

Event description:
When nakanishi visited a hospital on (B)(6) 2016, nakanishi obtained information about the malfunction of an nsk surgical device. The details are as follows. On (B)(6) 2016, a doctor was about to perform an operation. The handswitch (p200-bmh-hs) on the table suddenly activated despite being in the off-state. Since the phenomenon happened repeatedly after that, the doctor unplugged and plugged in the control unit that the handswitch was connected to. After that, the unintentional motor activation did not occur again. The malfunction did not affect the subsequent operation, such as causing delay, etc., because it was only a temporary phenomenon.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used : a) nakanishi examined the device history record and the repair history for the subject p200-bmh-hs device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi connected the returned device to a company-owned unit (p200-cu-100) to observe whether or not the reported phenomenon could be replicated. Nakanishi observed that the motor started rotating at 2,000rpm by a signal of vr1: 503 when the handswitch lever was simply raised. (The safety lock was in the off-state.) C) nakanishi confirmed no abnormalities in the measurement of line resistance. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : a) nakanishi disassembled the device and performed a visual inspection of the inside parts. Nakanishi observed: - marks of water ingress into the motor case and of water removal by natural drying from the motor case. - corrosion on the surface of the armature case due to water ingress. - resist from the printed circuit board on the motor side having come off, and the silicone on the cord side having been stained with the resist, when separating the armature from the cord. - corrosion around the hall ic due to water ingress. B) nakanishi removed the silicon from the h.s.board and checked all the elements mounted on the h.s.board. <r6> - no abnormal resistance of r6 of the returned device. - no improvement in fluctuation of voltage before/after replacing the r6 with a new one. <r5> - no resistance measured due to the r5 being lost after removing the r5 from the h.s.board. - no improvement in fluctuation of voltage after attaching a new r5 to the h.s.board. <r4> - no abnormal resistance of r4 of the returned device. - no improvement in fluctuation of voltage before/after replacing the r4 with a new one. <c2> - no oscillation even without c2. <r5> - normal input response even without r5. <ic1> there is a possibility of short circuit between r4 & ic1 and the power source side of the h.s.board through a medium such as silver sulfide precipitate, electrically-conductive material. Nakanishi, however, did not observe any foreign particles on the h.s.board under a magnifying glass. C) nakanishi asked an outsourcing company, asahi kasei microdevices corporation for further analysis. According to the analysis results, the ic1 chip had marks of burnout. Conclusions reached based on the investigation and analysis results: 1) nakanishi identified from the burnout marks on the ic1, that the cause of the malfunction of the returned device was short circuit of the h.s.board due to excessive electrical stress. 2) according to the hospital, the doctor washed the device by a high-temperature cleaning method, which nakanishi does not recommend as a proper cleaning method for the device. 3) erroneous maintenance by the user causes short circuit of the h.s.board, which contributes to the reported malfunction. 4) in order to prevent a recurrence of the handswitch malfunction, nakanishi took the following actions: 4.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. 4.2) nakanishi reported the above evaluation results to the doctor and directed the doctor to wash the device by the cleaning method described in the operation manual or by hand-washing.